Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and after the implant, low pump flows were noted. On fluoroscopy image, kinking of the cannula between the radio pac marker and the outflow was noted. The staff tried to straighten the kink and switched to manual control to improve the flow to no avail. The pump was explanted and replaced. The second procedure was performed without any issue and the procedural outcome was successful and the patient's outcome is stable.

Manufacturer narrative:
The investigation for the low pump flow has been completed. There were no data logs returned, but the returned product had a kink in the cannula. Based on the clinical details and product returned, the root cause of the low pump flow is most likely due to a kink in the cannula which most likely occurred during insertion. D.9 device return date/information was added.